Manufacturer narrative:
A social media post was investigated but no information was provided to identify the provider and confirm that the patient was treated with a neurostar device. The social media monitor reached out to the patient but neuronetics was not contacted and no further information could be gathered to conduct a thorough investigation.

Event description:
Neuronetics' social media monitor reported that the following was posted "I've had hyperacusis, tinnitus, vision problems and vestibular symptoms since my tms treatment in august 2022."